Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to mechanical jam, difficulty deploying the plunger include, but not limited to, anatomical conditions, aggressive user technique, difficult insertion or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D9 - device available for evaluation changed from yes to no.

Event description:
It was reported that needle trigger failure [failure to depress the plunger] occurred with a proglide device during procedure initiation. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam plunger was observed as suture retrieval issue needle to cuff miss. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and subsequent treatment appear to be related to a needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract due to the circumstance of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿no¿ to ¿yes¿. H3 - device evaluated by mfg? Updated from ¿no¿ to ¿yes¿. H6 - component code 4755 was removed and codes 752, 562 were added; type of investigation code 4114 was removed and code 10 was added; investigation findings code 3221 was removed and code 114 was added; investigation conclusions code 4315 was removed and code 4311 was added.